Manufacturer narrative:
.

Event description:
Customer called in to report hospitalization due to nausea, vomiting, and high blood glucose levels. The customer had been homeless for two weeks and having a hard time taking care of herself. Hospital treated patient with manual injections. Customers blood glucose level was 723 mg/dl. Nothing further reported.